Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for the generator prior to distribution.

Event description:
Initially, it was reported that the patient was scheduled for vns placement. It was later discovered that the patient's previous device had been explanted at the request of the patient's father due to an infection. It was reported that the surgery was not done to preclude a serious injury. No additional relevant information has been received to date.